Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings:a review of the alarm history indicated call service 064 alarms had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient was treated in the emergency room for elevated blood glucose (bg) of 517mg/dl with abdominal pain, nausea, excessive thirst, excessive urination, drowsiness, and moderate ketones. The patient was reportedly treated with insulin injection(s) and intravenous fluids. The patient reportedly discontinued insulin pump therapy but then resumed with the same pump. The reported noted that the patient¿s healthcare provider made bolus settings adjustments associated with the alleged bg excursion. The patient was reportedly taking albuterol and loratadine. The reporter stated that the pump had emitted a call service 064 alarm during prime/fill cannula steps, but noted the alarm only occurred once. During troubleshooting, the reporter was able to reboot the pump and prime successfully with no alarms. An air bolus was successfully performed with no delivery interruptions. No pump defects were found during troubleshooting. Although diabetes management factors were identified as contributors to the alleged bg excursion, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump; there was inadequate response to an appropriately emitted alarm.